Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 400 mg/dl. The customer was treated with manual injection. Customer also stated an issue associated with infusion set after insertion found bent cannula. The customer did not experienced any other symptoms. The customer declined troubleshooting for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.